Event description:
It was reported that a patient participated in a (B)(4), 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in patients diagnosed with cervical degenerative disc disease (ddd) between c2-c7. Patient was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 and c6 c7 with pedicle screws at c5, c6 and c7. Postoperatively patient experienced delayed union c5-c6 and c6-c7, requiring observation. This is report 7 of 8 for the same event. This complaint is for the left 16mm variable angle screw at c7.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.